Event description:
Reporter alleged blood glucose measured 10mg/dl back to back with a result of 80mg/dl when testing was performed 1 min apart. No actions were taken or treatment rec'd reportedly as a result. A request was made for the return of the suspected device and replacement product was sent.